Manufacturer narrative:
Unit received with physical damage, cracked bleeding lcd glass, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer dropped his/her insulin pump and now the display is black. His/her blood glucose level was not reported. The product was returned. Nothing further to report.